Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness and blurry vision. The right ventricular (rv) lead exhibited oversensing on electrograms (egm). The lead remains in use. No patient complications have been reported as a result of this event.